Event description:
It was reported that the user awoke from sleep to a severe hypoglycemic event with a measured blood glucose of 45 mg/dl and treated with oral glucose; the cause was unclear. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution with self-treatment. Investigation included internal review of the event details. Investigation of this case revealed no device performance issue identified based on available information, and no device component malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.